Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the video system center had no image and the serial digital interface (sdi) channel had no output. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the reportable malfunction was due to due to a defective video connector socket, and the serial digital interface (sdi) channel had no output due to a defective printed circuit board failure (cm board). However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.